Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout the investigation.

Manufacturer narrative:
Date of event is estimated. E1; reporter phone number: (B)(6).

Event description:
It was reported that during a radiofrequency lesioning procedure patient experienced a superficial skin burn, subsequently leading to localized soft tissue necrosis. As a result, extended wound care was done to address the issue. Patient is stable.